Event description:
It was reported the patient¿s implantable cardioverter defibrillator was in back-up vvi causing the patient to experience phrenic nerve stimulation. Device firmware was successfully reloaded which restored the device to its normal functioning and the device was reprogrammed to its original settings. After the reprogramming the patient was stable.